Event description:
Additional review indicates the information in MFR report #3004209178-2012-01098 pertains to this manufacturer's report. Any additional information will be reported in this report.

Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient was scared but not injured. The patient also felt occasional jolting at pocket site and that the stimulator moved easily in the pocket. There was also an issue with recharger / recharging. The wiring on antenna portion of insr is exposed. There was a warm sensation in or around the stimulator pocket during recharging. Warm sensation was experienced during recharging though the patient did not experience warmth when just using stim. The warmth starts approx 15-10 min after a recharge session has started. There was an internal and external warming sensation in area of pocket but there is not usually redness or external symptom of warmth. This heating during recharge had been occurring for approx the past year and was occurring with every recharge session. The patient did use a pillow to prop up his insr while he recharged. The patient remembered seeing the temperature message on the insr one time. The recharge antenna had a wire showing thru (frayed wire). Also patient needed a belt. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 3778-60 lot # v124395025 implanted 2008-(B)(6) explanted unknown; lead model # 3778-60 lot # v124395022 implanted 2008-(B)(6) explanted unknown; extension model # 3708140 lot # njb037455v implanted 2008-(B)(6) explanted unknown; extension model # 3708140 lot # njb037388v implanted 2008-(B)(6) explanted unknown; programmer model # 37743 lot # nke106131n; recharger model # 37752 lot # nka115030n; (B)(4) restore recharge antenna.

Event description:
Additional information received noted that regarding diagnostics that had been performed, the physician ordered an xray which was negative. The patient's impedance readings were all fine. No malfunctions were seen. Regarding any interventions, just reprogramming was performed. Patient outcome: the patient was doing great. The manufacturer's representative informed the patient to call patient services and get a new recharger because the cord to his paddle was broken.